Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings:visual inspection revealed that the battery compartment was cracked and there was evidence of moisture contamination in the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump would not power on due to the moisture contamination. Additional testing for the alleged power issue could not be completed due to inability to power on the pump. Leak testing was performed and no leaks were observed. The pump casing was removed and there was no further evidence of internal moisture contamination. Unrelated to the complaint, investigation revealed a cold solder connection on the cgm board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump had no power. The distributor confirmed that the display screen was blank and there were no audible tones or vibrations present. Reportedly, there was no sound upon battery insertion. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.